Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), infection ("infections"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), infection ("infections"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), infection ("infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.